Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported, "surgeon struck gamma targeter multiple times with mallet where it reads 'do not hit' in an effort to advance/retract placement of gamma nail implant. As a result, the targeter was compromised causing placement of 2 distal screws to be 'off.' Pt received correct screw placement and was unaffected. After surgery, we determined and confirmed with operating room staff that the targeter was compromised due to the hammering and needs to be replaced to ensure reproducibility in future cases."